Event description:
The customer states the gauze is falling apart during use.

Manufacturer narrative:
A review of the device history report (DHR) for lot no. 18k125262 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. For sterilized products, the DHR and the sterilization documents undergo further review prior to release. One (1) photograph was provided for evaluation. Upon review of the photograph, it is unclear whether there are some loose fibers or contamination. Without a physical sample, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.